Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient line of the cassette was leaking through a crack where the tubing connects to the patient connector of the cassette. There was a bend in the tubing at that point that was cracked open and solution was leaking from this crack. The leak was found during prime, prior to patient connection. There was no damage observed with the cassette before use. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.